Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report that the patient passed away. Date and cause of death were not provided. It is unknown if patient was wearing the continuous glucose monitor at the time of death. There was no alleged device malfunction. No additional event or patient information was provided.